Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Based on the provided picture and after analysis of available log files in can be suspected that the programmer crash occurred just after the pacing threshold test was finished in the implant while the programmer was updating its screen (the "stop" button is still active) it is likely that the crash was due to a random bug in ECG/markers display.

Event description:
Reportedly, during device interrogation an error message was diplayed indicating a "bradywireless programmer software" issue.